Manufacturer narrative:
Updated fields: h4, h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. No device problems were detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an error code e107.there were no reports of patient harm.